Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is pressed against two posts in the lens case. One haptic is pointing down into a drain hole in the lens case. The lens is pressed against a post in the lens case with the haptic optic junction. This has caused the haptic to bent up and twist. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported issue of the lens stuck in the injector. The lens was returned in the lens case and not the cartridge. The cartridge was not returned for evaluation. Associated products were not provided. It is unknown if qualified products were used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Follow up attempts were made. At this point, no further information available at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, they noticed that the lens was blocked in injector despite the usual protocol and the viscous put. Lens was not implanted, no patient impact. They took back-up lens, implanted without issue. Additional information has been requested.

Manufacturer narrative:
A sample device was returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).